Manufacturer narrative:
(B)(4). The insulin pump was received with a broken reservoir tube lip, missing retainer, missing reservoir tube o ring and cracked keypad overlay. The test reservoir does not lock in place and unable to perform the displacement test or verify delivery alarm and charge battery anomaly due to the missing retainer and broken reservoir tube lip.

Event description:
Information received by medtronic indicated that the insulin pump had failed battery test, rejected new batteries and had random or unexplained no delivery alarms. No harm requiring medical intervention was reported. The device will not be returned for analysis.